Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open and displaying an error indicating it was not registering as closed. A field service engineer (fse) conducted a further investigation and discovered that the inseparable magnet was missing from the latch assembly. The fse replaced the inseparable latch and had the customer verify the drawer's functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 drawer had indicated that it was open, but it had not actually opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.